Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. Images were provided. Two sets of filter legs were crossed upon returned for evaluation. Therefore, the investigation is confirmed for the filter failing to expand due to the crossed limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion.

Event description:
It was reported during a jugular vena cava filter deployment procedure, the filter limbs allegedly did not fully expand. It was further reported that the filter was captured and retrieved using a snare. Reportedly, another filter system was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a jugular vena cava filter deployment procedure, upon deployment the filter limbs allegedly did not fully expand. The filter was captured and retrieved successfully via a snare. A new filter system was prepped and deployed successfully. There was no reported patient injury.